Manufacturer narrative:
Device evaluated by manufacturer? No. Lens remains implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, diopter unknown, in the patient's eye in (B)(6) 2015. The reporter indicated the lens had an excessive vault and will be explanted. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.